Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to failure to convert ventricular fibrillation (vf) during defibrillation threshold (dft) test. The procedure was successfully completed with a different rv lead. No adverse patient effects were reported.